Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the patient developed redness and inflammation under the sensor patch area. The patient had itching sensation in the area. On an unspecified date, the patient consulted a health care provider who prescribed an oral steroid medication (prednisone 20 mg) for this event. The patient mentioned she also used hydrocortisone cream for treatment (unspecified if prescription). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-156753 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2025. It was determined that a report was submitted in error. The prescription medication that the patient was taking was not prescribed for the skin reaction. It was for the patient's allergy flare up conditions (unknown). The patient made self-treatment decision to treat the dexcom reaction without the doctors advice. Therefore, this would not constitute a reportable adverse event. Please disregard the initial MDR for MFR number 3004753838-2025-156753.